Event description:
It was reported that the inflatable penile prosthesis was not working properly so the patient visited the hospital two weeks before surgery. The examination confirmed that there was a hole in the left cylinder that caused a saline leak. The inflatable penile prosthesis was removed and replaced. Following the replacement surgery, the patient improved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results, the cause that contributed to the reported hole and fluid leak was unable to be determined. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: visual and microscopic analysis of cylinder 1 has a large hole with broken fabric treads in proximal cylinder body that was the result of sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 1 was not leak and pressure tests due to large hole was identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. Both cylinders had wear at fold in cylinder body. The tubing of both cylinders was identified to be cut down to the kink resistant tubing (krt) junction. The pump was functionally tested and failed the 8lb activation test (2) therefore required more than 8lbs of force to activate. Product analysis was unable to confirm the reported event. Investigation conclusion: based on this investigation a probable cause for the event could not be confirmed; therefore, the investigation conclusion code of cause not established was chosen because cylinder was identified to be damaged as sharp instrument damage was identified and it will be considered a secondary failure.

Event description:
It was reported that the inflatable penile prosthesis was not working properly so the patient visited the hospital two weeks before surgery. The examination confirmed that there was a hole in the left cylinder that caused a saline leak. The inflatable penile prosthesis was removed and replaced. Following the replacement surgery, the patient improved.